Event description:
It was reported that the patient presented for lead revision due to their right ventricular (rv) lead exhibiting high capture threshold. The rv lead was explanted and replaced. The patient was recovering with no reported issues.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Final analysis found no anomalies.